Event description:
It was reported by service report that the head left timing linkage was broken in half with sharp edges exposed; the head left inner siderail panel was broken with no sharp edges, but possibility for fluid ingress, and it was not able to lock in the upright position. It is unk if there was pt involvement or adverse consequence to report.

Manufacturer narrative:
Result: head left inner siderail panel was broken and could not be locked in upright position. Timing link was broken in two pieces with sharp edges. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.